Manufacturer narrative:
The device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump ran out a few hours early prior to the scheduled disconnect time for the 46 hour 5-fu infusion. The reservoir volume indicated a volume but the cassette was empty. Res vol read 4.3ml. There was no patient injury reported.